Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A device manufacturing history review was performed and revealed an event log printout failure. The machine was reworked and passed all subsequent testing.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported high drain/increased intra-peritoneal volume (iipv) based on the reported information. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause of the iipv was undetermined.

Event description:
The customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 4 of 4. The the home patient (hp) had an ultrafiltration volume that was equal to 2669ml, in drain 4 of 4. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the home patient (hp) on (B)(4) 2012 regarding the reported alarm. The patient stated that he has not had any recurrences of the alarm since then. He stated that his therapy has been going well. He stated he has been able to continue therapy successfully on the new cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.